Manufacturer narrative:
Plant investigation: a sample was not returned for evaluation. The inner conus of the luer lock positive adapter at the vent line was broken. This is a known issue that has already been investigated in the context of previous complaints. A review of the batch records was performed. No nonconformities were observed during the manufacturing process. Based on the available information, this complaint has been confirmed.

Event description:
It was reported that the vent hose line on an xlung kit 230 was too tight, which caused the connector to break and leak during priming. The operator disconnected the kit and began to prime a new one. The reported problem did not result in any delayed or missed treatments. The leak was coming from the connection between the recirculation port of the oxygenator and the vent line. A photo was provided depicting the location of the leak. These parts come connected out of the packaging, and it was unknown if the connection was broken prior to use. It was confirmed that the kit was inspected for damage prior to use, and no damage was noticed. The damage was only noticed upon inspection following the leak. There were no console alarms associated with the reported event. The sample was not available for evaluation.